Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump went into threshold suspend and reading were inaccurate. Customer blood glucose was 359 mg/dl and sensor was reading 40 mg/dl. Similar incidents have occurred two nights in a row. Customer stated the threshold suspend occurred while customer was shopping. Customer treated for the high blood glucose with the insulin pump. Troubleshooting was performed. Customer did not have issues when inserting on the abdomen. Customer removed the sensor and it was crimped. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. No needle complaint could be confirmed due to the insertion needle not being returned with the sensor. No adhesive anomaly could be confirmed on the opened and used sensor.